Event description:
Reporter alleged discrepant blood glucose monitoring results in comparison to lab results for several patients and "having." Reporter stated no dates were given for the results and most were off several points as follows: device was 64 mg/dl at 3:59 and lab was 43 mg/dl at 4:10, device was 74 mg/dl at 4:13 and lab was 95 mg/dl at 4:00, device was 67 mg/dl at 4:36 and lab was 111 mg/dl at 4:20. Device was 52 mg/dl at 4:52 and lab was 109 mg/dl at 4:40. Device was 50 mg/dl at 4:14 and lab was 132 mg/dl at 4:00. Device was 74 mg/dl at 4:29 and lab was 166 mg/dl at 4:12. Device was 60 mg/dl at 4:41 and lab was 104 at 4:36. Device was 503mg/dl at 3:58 and lab was 106 mg/dl at 3:52. Device was 50 mg/dl at 3:38 and lab was 109 mg/dl at 3:25. Device was 69 mg/dl at 4:10 and lab was 158 mg/dl at 4:05. Device was 72 mg/dl at 4:12 and lab was 87 mg/dl at 4:00. Device was 76 mg/dl at 4:16 and lab was 64 at 4:18. Device was 75 mg/dl at 4:39 and lab was 101 mg/dl at 4:30, and device was 76 mg/dl at 4:02 and lab was 85 mg/dl at 3:55. Reporter indicated several of the patient's sliding scale insulin was adjusted based on the device results. Reporter indicated controls were used and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.